Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during afx procedure, the constant irrigation could not be turned off. The user was able to resolve the issue by clamping the tubing. In addition: there is no report that actual patient harm occurred and the issue encountered did not result in a prolonged or delayed surgery.

Manufacturer narrative:
After the core vit and marking and making the drainage hole to flatten the rd, the pa tried to put the machine into extrusion. Nothing happened when she hit the button. The only mode it would let her switch to was laser with extrusion. She switched to that and performed the flattening of the retina. She was able to get back to core vitrectomy but nothing else. The pa also mentioned that the irrigation was constantly running even after turning it off. She controlled it with the clamp for the whole case. There was no error code present during this either. No report that actual patient harm occurred or surgery was prolonged > 30 min. Investigation of the system by the field service technician did not reveal any anomalies; the issue could not be reproduced. Review of the logfiles did not reveal any anomalies either. In the complaint description it was mentioned that the "pa tried to put the machine into extrusion. Nothing happened when she hit the button." Possibly the wrong button was hit. No repeat issues have been reported on the eva system involved since the reported event. Based upon the investigation performed the root cause of the reported event remains unclear. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (eva-irrigation not off). Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed.

Event description:
After the core vit and marking and making the drainage hole to flatten the rd, the pa tried to put the machine into extrusion. Nothing happened when she hit the button. The only mode it would let her switch to was laser with extrusion. She switched to that and performed the flattening of the retina. She was able to get back to core vitrectomy but nothing else. The pa also mentioned that the irrigation was constantly running even after turning it off. She controlled it with the clamp for the whole case. There was no error code present during this either. No report that actual patient harm occurred or surgery was prolonged > 30 min.